Event description:
It was reported that this patient was having an increase in seizures, and was admitted to the hospital. The doctor's belief was that the battery had died, and therefore a replacement surgery was scheduled. Interrogation of the generator indicated that the battery had not depleted, but the surgeon continued with the generator replacement due to the patient's high settings. The generator was replaced. No other relevant information has been received to date.